Event description:
Customer reported intermittent vertical lift motor no response. Problem intermittent.

Manufacturer narrative:
Gehc service personnel replaced c-arm ps3 power supply to prevent issue. Provided spare c-arm keys per customer request. Performed functional check. System fully functional.